Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately six months post implant that there was one recorded event of oversensing of the atrial events on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.